Event description:
Left foot side rail the spring latch does not function.

Manufacturer narrative:
Technician lubricated the spring latch and the side rail worked. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.